Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely due to stored electrograms indicating under-sensing of r waves. Upon investigation, it was noted the issue could be due to r wave variability and position. Programming changes were discussed but none reported. The patient has had no adverse consequences from the issue.